Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (b30 error), and also found that this phenomenon was attributed to the failure of the printed circuit board inside the video connector socket. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the accidental failure of component of the printed circuit board inside the video connector socket because less than three years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure it was found that the video connector socket was damaged. The user replaced the subject device and completed the procedure. The scope communication error b30 occurred on the subject device during the incoming inspection of the subject device for the repair at olympus (B)(4). There was no report of patient injury associated with this event.